Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the trocar balloon, lock collar, valve seal and doors appeared to be intact. The obturator was received. The inflation syringe was received. Pmv performed functional testing: the balloon was inflated; no leaks detected. The balloon deflated properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection (lar) procedure. The balloon device was being used for creating the channel. The balloon did not inflate. There was no rapid loss of abdominal pressure due to the device issue. In order to resolve the issue and complete the case, they changed to a new device. There was no patient harm. The patient outcome is alive, no injury.